Event description:
Nurse at a clinic drew up a dose of flu vaccine with one eclipse needle, removed and discarded the needle. She then attached another eclipse needle and administered the flu vaccination to an adult pt. After the injection she reported that the needle/syringe was in her right hand, she used the middle finger on her left hand to activate the safety shield and the shield broke off causing her to injure her left middle finger. She described that as she activated the safety shield it completely fell off exposing her to the contaminated needle.